Manufacturer narrative:
Batch review performed on 15-apr-2020: lot 186097: (B)(4) items manufactured and released on 10-oct-2018. Expiration date: 01.10.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 15-apr-2020: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 187397: (B)(4) items manufactured and released on 30-oct-2018. Expiration date: 15.10.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to subluxation of the patella 1 year and 1 month after the primary. The surgeon revised the femoral component, tibial tray and liner. The surgery was completed successfully. The problem with the patella subluxation was probably due to a malrotation of the femoral component.